Event description:
Contrast medium leaked from the sheath of the main body: during the procedure of 5) in the below order, the contrast medium was injected from the sheath to perform angiography, but the contrast medium leaked from the sheath, and angiography could not be performed. The sheath was removed from the patient and a dryseal introducer sheath was used to continue the procedure, and the procedure was completed successfully. 1) the ipsilateral leg of the treo main body was fully deployed. 2) leaving the sheath in the patient's body, the delivery system of the main body was withdrawn. 3) a pigtail sizing catheter was inserted. 4) a marker of the pigtail sizing catheter was aligned with the ipsilateral minimum overlap marker and contralateral maximum overlap marker of the main body. 5) setting the angiography system to rao40 cau10 position so that the right inner and outer bifurcations of the artery were visible. The contrast medium was then injected through the pigtail sizing catheter toward the center of the body. However, as leakage of the contrast medium was observed from the sheath, the sheath was withdrawn and removed from the patient. A dryseal introducer sheath (16fr, gore) was used to continue the procedure. 6) using the pigtail sizing catheter, a length from the bifurcation of the common iliac artery to the maximum overlap marker of the treo main body was measured. Ancillary devices: egoist flex guidewire (260cm, medicos hirata), pigtail sizing catheter (manufacturer unknown) operation type: evar (tc#bm211001742). Patient outcome - "no health damage.".

Event description:
Contrast medium leaked from the sheath of the main body: during the procedure of 5) in the below order, the contrast medium was injected from the sheath to perform angiography, but the contrast medium leaked from the sheath, and angiography could not be performed. The sheath was removed from the patient and a dryseal introducer sheath was used to continue the procedure, and the procedure was completed successfully. The ipsilateral leg of the treo main body was fully deployed. Leaving the sheath in the patient's body, the delivery system of the main body was withdrawn. A pigtail sizing catheter was inserted. A marker of the pigtail sizing catheter was aligned with the ipsilateral minimum overlap marker and contralateral maximum overlap marker of the main body. Setting the angiography system to rao40 cau10 position so that the right inner and outer bifurcations of the artery were visible. The contrast medium was then injected through the pigtail sizing catheter toward the center of the body. However, as leakage of the contrast medium was observed from the sheath, the sheath was withdrawn and removed from the patient. A dryseal introducer sheath (16fr, gore) was used to continue the procedure. Using the pigtail sizing catheter, a length from the bifurcation of the common iliac artery to the maximum overlap marker of the treo main body was measured. Ancillary devices: egoist flex guidewire (260cm, medicos hirata), pigtail sizing catheter (manufacturer unknown). Operation type: evar (tc#bm211001742). Patient outcome - "no health damage."